Manufacturer narrative:
Block b3: exact date unknown, event occurred about a year ago from date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not taking a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted device will not be returned as it was discarded by the medical facility.